Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose. The blood glucose was 530mg/dl. Customer declined troubleshooting for high blood glucose and for no delivery as well. Customer also reported about having a bent infusion set cannula. The insulin pump will not be returned for analysis.